Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. They checked the lines and bags and found two unused supply clamps open. The baxter technical service representative (tsr) reviewed the proper aseptic procedure. They cycled power off and on to clear the se 2240 followed by 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and they removed the cassette. The cg would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy as soon as possible. They cleared the error ending therapy. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The problem was confirmed based on the customer report. The root cause was use error -open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.